Event description:
This event involved a patient who experienced faulty display in the controller approximately 6 months post heartware lvad implantation. The vad coordinator stated that "the patient controller displayed just one value (watts or flow) where one digit was broken and so interpretation of this value was impossible" a controller exchange was performed and the event was resolved without patient injury. The investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the controller (B)(4) in relation to the reported event. These included visual, functional examination and review of controller log files by heartware. The reported event for "faulty display" was confirmed through the visual analysis. The controller's display was noticed to be compromised. There were lines in the character display that were not working which distorted the information on the screen. Internal analysis performed could not identify any issues that would cause the "faulty display." All connections, wires, and components were intact. Logs review indicated that the controller in question had no issues during processing and functioned appropriately prior to release. The root cause for the partial screen display could not be determined. This is an isolated component problem with the controller's display which will be tracked and trended accordingly. No additional information will be forthcoming.